Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and chronic right ventricular (rv) defibrillation lead exhibited low out of range shock impedance measurements less than 20 ohms that resulted in a shorted high voltage shock lead fault message post defibrillation threshold (dft) testing. Boston scientific technical services (ts) discussed the potential of a lead issue and recommended not implanting the device and discussed considering replacement of the lead. The ICD was attempted, but not implanted. Another ICD was implanted and the chronic rv lead remains implanted and in service. The lead configuration was reprogrammed to remove the svc coil and stable shock impedance measurements were observed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.